Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged twice since implant, and that the patient experienced dizziness and p re-syncope as a result. The symptoms were resolved when the device was changed to unipolar pacing and maximum pacing output. It was noted that the patient's size and weight were a factor in the dislodgements. The passive fixation lead was explanted and replaced by an active fixation lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.